Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and / or reoperation: not applicable. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast surgery with a 350cc mentor memorygel breast implant and experienced postoperative bilateral capsular contracture. In (B)(6) 2019, the patient underwent a bilateral closed capsulotomy and began to take anti-capsule medications. During a follow-up appointment on (B)(6) 2019, the physician confirmed that the left breast had softened to baker grade I-ii and the right breast remained baker grade iii. As a result, the patient underwent unilateral explantation and replacement for their right-sided device. The explant procedure occurred on (B)(6) 2019 and patient replaced with a 350cc mentor gel breast implant. This report is for the patient's left-sided device.